Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar energy cable for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar energy cable was not providing any energy. The case was reportedly aborted with no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar energy cable was analyzed and found to have a broken brown wire near the p2 connector. The outer green insulation of the cautery cable was not damaged. The accessory failed the electrical continuity test. No signs of thermal damage were observed. The cable failed to deliver energy during in-house testing. The internal wires were inspected and found to be disconnected. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use as excessive bending of the monopolar energy cables below the connector can lead to broken wires.

Event description:
Refer to h11 for follow-up information.